Event description:
Reporter (school nurse) stated that pt's blood glucose was tested, using the school's blood glucose monitor, with results of 38 mg/dl and 20 mg/dl. Based on these results, reporter gave pt 15 grams of carbohydrates (juice). Pt's blood glucose was then measured, using the suspect device, with a result of 89 mg/dl. Pt went to lunch, and was retested 30 minutes later. Pt's blood glucose measured 207 mg/dl, on the school's blood glucose monitor, and 238 mg/dl, on the suspect device. Reporter stated that pt was given 7u of insulin, based on reading of 207 mg/dl. Reporter indicated that, approximately 1 hour later, she was unable to wake the pt. Reporter retested pt's blood glucose using the school's monitor - 28 mg/dl, and the suspect device - 138 mg/dl. Reporter phoned emergency medical services. Reporter noted that pt awoke, within 10 minutes, after which, blood glucose measured 107 mg/dl (on the school's monitor). Reporter did not provide any details of treatment received. Pt's current condition: not provided. Quality control testing was reportedly performed on the device, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.